Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer recently walked through a metal detector at a court house. It was indicated that the customer would use manual injections as alternate insulin therapy.